Manufacturer narrative:
Concomitant medical products: product ID: 174006, 174006 protack 5mm disp in (lot#p2b0498). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a promontofixation cystocele and rectocele, a prolapse treatment which required the fixing of a pr osthesis using tacker implants, in mesh fixation, one tack fired normally but did not go into the tissue. After firing, the handle was stuck. The handle was sticking and did not return to its original position. The handle needed extra manipulation for it to return to its pre-firing position. As a result, the patient had two holes in the plate compromising its hold. A total of three devices had the issue. Another device was used to complete the case and final fixing using suture was done.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the timing was disrupted and the handle was jammed in partial actuation. Functionally, the trigger was jammed and was actuated after disassembling the body from the tube. Also, the tacks were jammed in the tube and did not deploy due to the timing disruption. It was reported that the tack did not penetrate the tissue as expected, and the handle was binding. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues can be caused by an instrument that has been exposed to excessive force while applying helical fastener to a surface. If a helical fastener is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the instrument on tissue(s) which cannot be inspected visually for hemostasis. A minimum of 4 mm tissue thickness is required when applying the helical fastener over underlying bone, vessels, or viscera. Applying excessive pressure against the nose of the instrument may stall and/or jam the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.